Event description:
It was reported that the system displayed error 7 and that there was no pt on the board. No adverse event reported.

Manufacturer narrative:
Zoll medical corp has not yet received the product. A supplemental report will be filed when device is received and investigated. No adverse event reported.